Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: type of investigation, component codes. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and restricted leaflet motion were confirmed based on the available information. Available information suggests procedural factors (under-expanded thv) likely contributed to the event as it was reported that "there was severe central aortic insufficiency believed to be caused by under-expansion due to constraint by the surgical valve." Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, a transfemoral tavr procedure was performed to implant a 29 mm sapien 3 ultra resilia (s3ur) valve in an aortic surgical valve. The s3ur valve was successfully deployed. However, post deployment transesophageal echocardiogram revealed there was severe central aortic insufficiency believed to be caused by under-expansion due to constraint by the surgical valve. It was noted that there was significant calcium but that it was size rather than calcium caused constraint. The s3ur leaflets could not move properly due to the constraint. A 28mm tru balloon was used to expand it, but the balloon burst before reaching full capacity. A second attempt to expand with the tru, which also burst. A 26mm sapien 3 ultra resilia valve was then deployed within the 29 s3ur with an excellent result.

Manufacturer narrative:
Investigation is ongoing.